Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and not issues were identified. Customer resumed insulin delivery. Customers blood glucose was 525 to 600 mg/dl with moderate ketones. Elevated bg was addressed by a manul insulin injection.